Manufacturer narrative:
Patient contacted rs medical based on the receipt of a (B)(4) 2010 rs-fbg field correction letter and a updated rs-fbg operation manual which states potential for breathing difficulty and heart rate changes if the device is used for stimulation of the neck. "Warning: do not apply stimulation over the neck. Severe spasm of the muscles may occur and the contractions may be strong enough to close the airway or cause difficulty in breathing. Stimulation over the neck could also have adverse effects on the heart rhythm or blood pressure." Accompanying rs-4i stimulator operation manual did state "severe spasm of the laryngeal and pharyngeal muscles may occur when pads are positioned over the neck or mouth. The contractions may be strong enough to close the airway or cause difficulty in breathing." Additionally "caution should be used in transthoracic application of electrical stimulation. The introduction of electrical current into the heart may cause arrhythmias." Neither of the devices have been returned to rs medical for evaluation. Patient stated he had been using the products twice daily since 2006. The patient complained in (B)(6) 2006 of jittery feelings and weakness during treatment but not again until (B)(6) 2010. Patient ceased device treatment since getting the rs-fbg corrective action letter. MDR filed - (B)(4) 2010.

Event description:
Patient complained that when he uses the rs-4i device and the rs-fbg conductive garment, he ends up with more muscle spasms and is short of breath. Patient stated that he feels really weak and his heart hurts. Patient stated that he feels that use of the garment and device could have made him worse.